Event description:
The patient, almost one year ago, had placement of right ventriculoperitoneal shunt. The patient has had complete resolution of her pseudotumor cerebri symptoms. Two months after this surgery, did have some abdominal pain. Was admitted for workup of the abdomen, which was negative for any sort of intra-abdominal process. Since then, has none of the recurring episodes of pseudotumor cerebri, and has done very well. The patient's shunt is set at 10 cm of h2o. Four days ago, the patient awoke with a headache, blurry vision, nausea and abdominal pain. Initially, the mother thought it may be a viral episode. However, she has had several stereotypical seizures that she had in the past related to pseudotumor cerebri. Whether these are true seizures or not is debatable... Either way, they have been associated with increased intracranial pressure...the patient underwent removal with replacement of a right ventriculoperitoneal shunt. The operative report states: the patient "was admitted to the hospital and lumbar puncture was performed, which showed an opening pressure of 32. Ultrasound of the abdomen did not show any distal masses. CT of the head showed a complete collapse of ventricular system around the right catheter. Unclear whether the patient has a distal shunt obstruction or a proximal shunt obstruction from a collapsed ventricle." ...the shunt system was identified and the ventricular catheter was disconnected from the rickham reservoir. There was very slow flow from the proximal catheter. The rickham reservoir was then attached to a manometer and there was also very slow flow through the rickham reservoir. At this point, I was concerned she may have both proximal and distal malfunctions. The valve was disconnected from the distal tubing and there continued to be very slow flow through the distal catheter. At this juncture, I elected to replace the entire system."so, the abdominal incision was reopened as well as the retromastoid and a new codman catheter impregnated with antibiotics was passed through the subcutaneous tunnel connecting the three incisions. The valve was set at 14 cm of h2o. Using image guidance to assess the trajectory, a new ventricular catheter was passed into the right frontal horn immediately after removal of the old catheter. Following this, there was brisk flow of cerebrospinal fluid through the new catheter.what was the original intended procedure?removal with replacement of a right ventriculo-peritoneal shunt.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.